Event description:
It was reported there was frost on needle shaft. An icepearl 2.1 cx 90 degree needle was selected for use in a cryoablation procedure treating back pain. Two minutes into the first freeze cycle, frost was noticed on the needle shaft. Freezing was stopped, saline was put on the skin, and the needle was thawed and removed from the patient. No sign of frost bite was observed. The procedure was completed with a new needle. No patient complications were reported.

Manufacturer narrative:
Device technical analysis: the complaint device was returned for device analysis. The needle passed a visual inspection. The needle had electric testing which showed potential insufficient thermal insulation of the needle. Disassembly of the needle found no visible soldering gaps or voids; soldering flux was seen on the vacuum sleeve. The root cause appears to be insufficient vacuum insulation of the sleeves.

Event description:
It was reported there was frost on needle shaft. An icepearl 2.1 cx 90 degree needle was selected for use in a cryoablation procedure treating back pain. 2 minutes into the first freeze cycle, frost was noticed on the needle shaft. Freezing was stopped, saline was put on the skin, the needle was thawed and removed from the patient. No sign of frost bite was observed. The procedure was completed with a new needle. No patient complications were reported.